Manufacturer narrative:
Device passed displacement test. Device received with scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen and it was no longer clear. Customer¿s blood glucose was unknown. Customer stated that they did not read the display. Troubleshooting was performed for damaged. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.